Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review.the investigation of the reported event is currently underway. H10: d4 (expiry date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had labelling problem, as the label has the right indication but the rest of the packaging had different product description. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one dualok localization wire and cannula for evaluation. Upon visual evaluation, it was noted that dualok localization wire was packaged in a sealed magnum biopsy needle packaging. Functional testing was not performed due to the nature of the complaint. One electronic photo was provided and reviewed. In that photo, three product labels were shown. In that product labels, lot and catalogue mentioned was correct which is belongs to dualok localization wire but the product packaging information states the magnum biopsy needle. Based on the photo review, the reported failure can be confirmed. Therefore, based on the photo review and sample evaluation results, the investigation is confirmed for the reported device markings/labelling problem as the product packaging information states the magnum needle and the label information states the dualok localization wire. A definitive root cause for the alleged device markings / labelling problem is determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) found that the product labeling was inadequate and cid was opened regarding this issue. By comparing the received label sticker against document, it was noted that everything mentioned in the product label sticker was verified and it matched with the document. By comparing the received pouch against document, it was noted that the product name, copyright information and pk number which was mentioned in the pouch was incorrect. The information which was mentioned in the received pouch was belongs to the magnum biopsy device ( as the product was dualok localization wire). H10: d4 (expiration date: 12/2025), g3, h2, h6 (method) . H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had labelling problem, as the label has the right indication but the rest of the packaging had different product description. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had labelling problem, as the label has the right indication but the rest of the packaging had different product description. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review.the investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.